Event description:
The guardian ii nc hemostasis valve was used on a patient experiencing an acute myocardial infarction. An air bubble entered the guardian ii nc while inserting a balloon. The guardian ii nc was leaking contrast, and during contrast injection, an air bubble was introduced into the right coronary artery. After the procedure, the patient was hemodynamically stable. The patient died the next day of right heart failure.

Manufacturer narrative:
The device was not returned for evaluation and the exact root cause of the failure cannot be determined. Attempts to replicate the failure seen in this event were unsuccessful. Due to the inability to recreate the failure, the investigation concluded that user error was the possible root cause for the introduction of air into the rca. However, as the patient was hemodynamically stable following the procedure, it is unlikely that the guardian ii nc hemostasis valve contributed to the patient's death.